Event description:
A nurse reported during a cataract extraction with intraocular lens implant procedure the handpiece was not generating vacuum. The anterior capsule was intact and there wasn't a posterior capsule rent noted. The surgeon suspects that there might be some zonular dehiscence through which vitreous escaped. The surgery was completed with no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).